Event description:
It has been reported to co that during the procedure the electrodes of this device stopped stimulating properly. The physician attempted to move the electrode however it became stuck on the heart wall due to the pts state of health the decision was made not to retrieve the fragment which remained within the body. Reportedly, the risk of intervention was too high.